Event description:
Recent heartmate ii to heartmate 3 exchange for driveline fracture. Patient was discharged home on 2 weeks later with international normalized ratio (inr) 2.2 and aspirin 81 mg daily. Patient represented two weeks later with significant heart failure symptoms including gross volume overload, that were refractory to aggressive medical management. His inr on admission was 5.2 with lactate 4.2. After 2 weeks attempting to medically manage in and out of the ICU setting, patient was ultimately taken to surgery to address a presumed outflow kink/obstruction (per cta chest findings), however no significant obstruction was found upon entry into the chest, and despite correction, there was no post-surgical hemodynamic improvement. Patient was returned to the ICU with higher rpm to continue aggressive medical management including trach/vent and continuous dialysis. After weeks of continued inability to adequately manage heart failure, patient was returned again to surgery to exchange the device for presumed left ventricle assist device (lvad) malfunction 2 months after. Findings from the or included a circumferential thrombus narrowing the lvad inflow, and visualization of a small amount of thrombus within the pump.